Event description:
It was observed that during the device inspection, the duodenovideoscope's light guide lens adhesive, inside of the light guide lens, and the gap of the distal end had foreign material. There was a crack on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the foreign material could not be identified. Additionally, the root cause for the presence of the foreign material in the subject device could not be determined, and the foreign material was not removed by physical damage to the device even if appropriate reprocessing had been conducted. Furthermore, there was a crack at the distal end due to physical stress applied to this area. The light guide lens was internally discolored and appeared to have foreign material on it, which could not be identified. The crack on the light guide lens led to a gap at the glue, allowing stain to enter the lens. Due to leakage from the distal end and the bending section cover, moisture invaded the light guide lens through the leakage. Consequently, the lens became internally corroded. However, the device did not meet the specifications, thereby confirming the occurrence of the events. The event can be detected/prevented by following the instructions for use in: operation manual_ preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities and operation manual _important information ¿ please read before use_ warnings and cautions. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device. Correction to h6 (type of investigation) for information inadvertently left out of previous report. (10-testing of actual/suspected device).